Event description:
Complainant alleges that the tip of the scissors broke while the surgeon was cutting tissue. Tip became embedded into the pt wound and surgical intervention was necessary to retrieve it.